Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was possible premature battery depletion. It was further reported that there was increasing or unstable thresholds in the right ventricular lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.